Event description:
Additional information indicated that the patient had a catheter dislodgement and was reported to be "going back to the or tomorrow for a revision" on (B)(6) 2013. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), partially explanted: (B)(6) 2013, product type catheter. All previously reported device codes will be updated/corrected to the following for this event: (B)(4). Analysis of the catheter found coring in the seal of the sutureless connector cup. Even though there were allegations of withdrawal, it was uncertain if the coring was related to the allegation. Analysis also found a shear hole in the catheter body that looked very similar to damage seen when a catheter is sheared at implant. It should be noted that the outer diameter of the catheter was measured and the diameter was in specification. A catheter anchor should reliably grip the catheter. Conclusion will be updated/corrected for this event.

Event description:
It was reported that a kink in the pocket was suspected. The connector was replaced on (B)(6) 2013. The drug in the pump was gablofen.

Event description:
It was reported that the patient's physician believed his pump was malfunctioning. The night prior to report, the patient began having symptoms including itching and severe spasticity that was worsening. No pump alarms had been heard. At the time of report, the patient was at the hospital and was getting treated with oral baclofen. The next day, it was reported that the patient had been admitted to the hospital for withdrawal symptoms and was intubated the next morning. The patient's withdrawal symptoms also included a fever, headache, and not getting any relief. The pump had been interrogated, but there were no signs of malfunction. A "plain film" had been done; however, they were still awaiting the findings. A physician was working on setting up an operation to replace the patient's catheter. The next day, it was reported that no revision had been performed yet, as they were still ruling out possibilities. The drug used in this system was baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, (B)(4).